Manufacturer narrative:
(B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. Subsequently, the patient developed an infection and the pump was explanted on (B)(6) 2018.